Event description:
The customer contacted the manufacturer's technical service regarding the bed exit detection system, which can be activated but fails to trigger an alarm. There was no patient involvement.